Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement (clip moved in an unintended direction). The reported difficult or delayed positioning (clip became entangled in the anterior leaflet chordae) appears to be due to the combination of the unintended movement and patient morphology pathology. The inability to grasp the leaflet (positioning failure) was due to patient morphology pathology. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The ntw clip was advanced to the mitral valve, grasping the leaflets was difficult, and the clip repeatedly unintentionally moved towards chordae and became entangled in the anterior leaflet chordae at a2p2 medial. The clip was freed and was removed. An nt clip was implanted without issue, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.